Event description:
Pt was having a kyphoplasty procedure level t-12 was being done when the needle got stuck and broke off. The dr was able to get the needle out after making a larger incision. Made a larger incision and was able to retrieve it.